Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "lobulated contours" and "minimal amount of liquid and radial folds". The device remains implanted.

Event description:
Device has been explanted and discarded after surgery.

Manufacturer narrative:
Visual evaluation: although the lot number of the device is unable to be confirmed as a legible photo of the device patch was not provided, visual analysis of the photographs was performed and identified crease fold and white particles on the shell. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.